Event description:
It was reported that the 8100 unit had error code 243.4070. There was no patient involvement.

Manufacturer narrative:
Additional information : other details common device name. Imdrf annex g grid. Manufacturer narrative. The reported issue that the 8100 unit had error code 243.4070 was confirmed by the tech support. Tech support had a walkthrough with the customer and revealed the following, ail sensor and logic board:: informed most likely due to the air in line assembly. Provided part number. If not ail, informed most likely due to logic board. If so, recommended sending in for repair. Customer will replace ail. Followed up to learn replacing the ail did not correct the issue. Customer is sending in for repair. Technical support case will now be closed. No further investigation of this issue is possible at this time and no patient involvement was reported.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Device was not returned to manufacturing facility for evaluation. It was reported that the 8100 unit had error code 243.4070. No further investigation of this event is possible at this time, and no patient involvement was reported.

Event description:
It was reported that the 8100 unit had error code 243.4070. There was no patient involvement.